Event description:
Caller reported that t:slim x2 pump battery would not charge, even after using different wall adapters and charging cables. There was no reported impact to the customer's blood glucose level. Cts instructed the caller to allow the pump's battery to deplete fully, then return it to tandem. Cts also shipped a replacement pump and advised the caller on the steps to take upon its arrival. Caller intended to use mdi as a backup therapy and understood all instructions for returning the problematic pump.